Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files and system history. The log file analysis showed that the flat detector (fd) rotation motor did not receive any signals from the motor controller. As a result, the fd could not be rotated by the system which caused the observed wrong image orientation in the x-ray. Upon investigation the service engineer found the motor control module (mcm4) defective. After its replacement the system recovered. Evaluation of the returned part by the supplier revealed a defective printed wiring board d307. The mcm4 and the printed wiring board d307 have been exchanged by the local service organization and the error did not reoccur. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The manufacturer is not considering further actions.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dba system. During an interventional procedure, the user reported that image orientation was incorrect on plane a. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.